Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. The customer's blood glucose level was 28 mg/dl but his sensor glucose reading was 74 mg/dl. The customer treated his low blood glucose level with orange juice. The device was not returned.